Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (audio bolus button tactile change prior to damage with moisture) issue. The reporter alleged the audio bolus button was under responsive prior to the audio bolus button cover being torn/punctured. It was alleged that there was moisture in the keypad. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1 date of submission 09/14/2016-correction to initial reporter name: (B)(6).

Manufacturer narrative:
Follow-up #2: date of submission 10/24/2016- device evaluation: the pump has been returned and evaluated by product analysis on 10/10/2016 with the following findings: during investigation, the audio bolus button was torn on the edge. The audio bolus button was fully functional. The cover was removed to find no moisture or intermittent conditions on the audio bolus button contact.